Event description:
On (B)(6) 2010, patient reported when she uses her back for her insertion site, it does not stay in place longer than half of a day. Patient stated she normally uses her stomach/abdominal area. Patient reported she uses an IV preparation wipe for her skin preparation method and inserts the site at a 90 degree angle. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.